Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital after experiencing an elevated blood glucose level.; however, no specific bg value was provided. The customer changed their supplies but did not observe insulin exiting the end of the tubing during the fill tubing process. The customer replaced their infusion set and then observed insulin exit the tubing. No further information was provided on the reported event.